Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a normal device follow up, it was noted that an automatic capacitor maintenance that had been performed in the past resulted in normal charge time but during the next automatic capacitor maintenance, the process could not be completed. The physician attempted to perform a manual capacitor maintenance but was unsuccessful. It was also noted that during the manual test, a noise could be heard from the device and the patient felt something in the can region. The device was explanted and replaced. The patients condition was fine after the event.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.